Manufacturer narrative:
Results: pump pedal assembly.

Event description:
It was reported by service report that there was a broken weld on the pump pedal weldment. No pt involvement or adverse consequences were reported.